Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6), 2014 due to an abscess at the abutment site. The implanted device remains.